Manufacturer narrative:
PMA/510(k) # p050017/s006. Device evaluation: the zfv6-80-6-20.0 device of lot number c1968094 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. An additional (B)(4) (emdr ref.- 3001845648-2023-00388) will be raised to capture the off label use of the replacement device used to complete the procedure successfully. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 28th feb 2023. On evaluation of the device the following was noted: visual inspection: red safety tab not returned. Outer sheath separated from the white connector cap of the device. Stent partially deployed and damaged.. Functional inspection: device will not flush due to biological matter in the catheter. ¿ 0.035" wire guide passed without issue. This is the correct wire guide size for this device as per IFU. Unable to deploy the stent due to separation of outer sheath. Document review prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. It should be noted that the instructions for use states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. There is evidence to suggest that the customer did not follow the instructions for use. From the information received it is known that the device was placed in the cfa. This is not the intended area of use as specified in the IFU. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of off label use was identified from the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The stent was used in the common femoral artery. The cfa is located between the iliac and the superficial femoral artery in an unique anatomic environment that involves flexion and torqueing forces. There has been no testing done to support the use of these devices in the cfa. This off label use of the placement of the device in a non tested location could have caused increased deployment forces to be used which would have caused the damage done to the device. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Other stents were placed on the target lesion in the same procedure to complete the treatment. An additional pr will capture the off label placement of this successful stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on the 04-may-2023.

Event description:
This supplemental report is being submitted due to confirmation received from engineering confirming off label use received on 4-apr-2023.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental report due to completion of lab eval on 28-feb-23.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Delivery system torn off during release and stent fragment torn off no incident date confirmed no fragments of the stent remained in the patient and no damage was caused to the patient. "As per cc form": stent could be positioned crossover without problems, but the pull back mechanism could not be executed. The outer sheath became longer and longer without being release at the front. When the entire system was pulled back, the first two stents were then ..... Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. The intervention was then successfully completed with other stents. The patient did not suffer..... According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes : 1. Are images of the device or procedure available? N/a, 2. At what stage of the procedure did the complaint occur? Stent placement 3. Details of access sheath used (name, fr size, length)? Zfv6-80-6-20.0 zilver flex vascular self exp. Stent - 80cm catheter system, 6mm stent diameter, 20cm length 4. What was the target location for the stent? Arteria femoralis superfiscialis + arteria femoralis communis (long distance closure) 5. Was the product inspected for kinks or damage before use? N/a 6. Was the device used percutaneously? Yes 7. Was the device flushed through both flushing port before the procedure, as per IFU? Yes 8. Was pre-dilation performed ahead of placement of the stent? Yes 9. Was post-dilation performed after the placement of the stent? N/a 10. Details of the wire guide used (name, diameter, hyrdophyllic)? No 11. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? Yes, calcified lesion 12. Was resistance encountered when advancing the wire guide to the target location? N/a 13. Was resistance encountered when advancing the delivery system to the target location? N/a 14. How did the physician deal with this resistance? 15. Was the approach ipsilateral or contralateral? Contralateral 16. If contralateral, was the bifurcation angle steep? N/a 17. Did the tip of the delivery system cross the target location? Yes 18. Was the delivery system tracked around a tight angle in the patient anatomy? N/a 19. Was the delivery system damaged/kinked/twisted during deployment? . Y, damaged 20. Was the handle pulled towards the hub during deployment? Yes 21. Was the delivery system pushed during deployment? No 22. Was the stent deployed smoothly / without resistance? Yes 23. If no, please detail any difficulty experienced during deployment: __________________ 24. What artery was the stent placed in? Afc, afs 25. Was the stent fully deployed from the delivery system prior to removal of the delivery system? No 26. Did the patient have any pre-existing conditions? N/a 27. If yes, please specify: __________________________ 28. Did the patient require any additional procedures as a result of this event? No 29. What intervention (if any) was required? 30. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 31. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)?